Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing peritoneal dialysis therapy. The patient was not hospitalized. The cause of the event was unknown. Beginning on the day of onset, the patient was treated with vancomycin 2 grams (route, frequency, and duration not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient did not recover from the peritonitis event. Eighteen days after the event onset, the patient died. The cause of death was unknown and it was not reported if an autopsy was performed. It was not reported if dianeal therapy was ongoing until the time of death or if the patient was performing therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.